Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral ptosis with asymmetry, surgical intervention, device migration, off-label use. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2007, the patient had undergone breast augmentation with unspecified mentor gel breast implant 400cc breast implants. On (B)(6) 2007, the patient developed bilateral capsular contractures. The patient had undergone removal and replacement with mentor memorygel breast implant 450cc on (B)(6) 2012. These events were already reported in manufacturer's reference numbers: 1645337-2019-16748 and 1645337-2019-16749. In 2013, the patient experienced left sided capsular contracture. The implant was reinserted into the patient on (B)(6) 2013. Per mentor IFU, this device is for one time use only and should not be re-implanted. Therefore, this device was used off label. These events were already reported in manufacturer's reference numbers:1645337-2019-16750 and 1645337-2019-16751. In 2014, the patient experienced left sided capsular contracture. The vertical scar of the mastopexy incision on the left side is contracted and attached to the breast capsule, creating a deformity. The implant was reinserted into the patient on (B)(6) 2014. The patient experienced hypertrophic scar. Per mentor IFU, this device is for one time use only and should not be re-implanted. Therefore, this device was used off label. This event was already reported in manufacturer¿s reference number: 1645337-2019-16754. In 2015, the patient experienced medial displacement of the left breast implant. The implant was reinserted into the patient on (B)(6) 2015. Per mentor IFU, this device is for one time use only and should not be re-implanted. Therefore, this device was used off label. This event was reported already manufacturer¿s number: 1645337-2019-16756. It was reported that a (B)(6) year-old female patient underwent a breast reconstruction with a mentor memorygel breast implant 450cc and experienced bilateral ptosis with asymmetry. The patient had undergone bilateral mastopexy with revision of implant pocket on the left side. The implant was reinserted into the patient on (B)(6) 2016. Per mentor IFU, this device is for one time use only and should not be re-implanted. Therefore, this device was used off label. This medwatch is for the left breast implant.